Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought from the surgical intensive care unit (sicu) where there was overt signs of pump malfunction and pump thrombosis and efforts to fix the problem with lytic therapy were not successful, therefore the decision was made to exchange the pump. The patient was under oral intubation, general anesthesia in a supine position. After prepping and draping, first incision was made in the left groin and the femoral artery and femoral vein were exposed for future cannulation, then the old incision over the driveline was re-tunneled a few weeks ago. It is reopened by removing the staples and removing the stitches. There were no signs of infection and actually the driveline was very nicely covered by omentum. The driveline was carefully separated from the omentum and all bleeding sources were addressed, then lateral anterior thoracotomy was executed in the 6th intercostal space and the pump was exposed. It turns out that the outflow graft has been placed behind the heart, so that accessing the outflow graft was extremely difficult. The gore-tex was wrapped around the outflow graft was removed and sent for cultures. Finally, enough control of the outflow graft can be achieved, now the patient was put on systemic heparinization. Cannulas were inserted in the groin. An extracorporeal circulation was started. The outflow graft was then clamped and screw at ring of the heart where is loosened and the old pump was removed. The other screw on the outflow graft was also loosened and the outflow graft was separated from the pump itself. The driveline of the pump was cut through and the pump was moved out of the operative field. At rapid inspection, there were no signs of clots in the outflow of the pump. The outflow graft was now flushed retrograde extensively, but there were no signs of any clot material. The new pump was brought into the field and the outflow graft was pushed over the outflow cannula, it was then secured in place with ring and screw was tightened down. Now, the pump was inserted into the old sewing ring and then after it snaps in, the screw was tightened down. There was still some oozing around the sewing ring and after extensive efforts to achieve hemostasis, it was felt that the patient is now dry enough to put in chest tubes in the left pleural space into the pericardial area and 2 blake drains into the abdomen. The chest incision was closed with pericostal sutures and then the muscle was closed with a running suture. The subcutaneous fat tissue was closed with a running suture and the skin was closed with staples. After the cannulation in the femoral artery and the femoral vein, repaired with 4-0 prolene sutures and then the subcutaneous tissue in the groin was closed with a running 3-0 suture and the skin with staples. The abdominal incision was closed with running sutures and the skin was closed with staples. The patient was transferred to sicu in stable, but still very critical condition. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump (hw23634) was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event was stated to have been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.